Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. No conclusion can be drawn at this time. Further info will follow once the analysis has been completed.

Event description:
It was reported that the customer was hospitalized for hypoglycemia, with blood glucose readings of 26 mg/dl. The customer stated that prior to the event, she had experienced low blood glucose levels and fell unconscious. The customer also stated that she had received a button error alarm on her insulin pump and that the buttons were unresponsive. Nothing further was reported.